Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s l5 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced. Therapy has been restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.